Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain. The patient reported via an email that she only used the office for pump refills and she hadn't used a bolus in so long that it had been turned off, and she had been able to rely on the pump. Today ( (B)(6) 2021) after the refill she had an accidental overdose, and she went straight to the ER (emergency room). She stated that she was triaged quickly and that she provided them with her pump ID card, and they proceeded to make a call to a local representative because the doctor didn't know how to treat her. It took several attempts to reach the company representative. When they reached the representative, the representative was 4 hours away from where they were located. The representative suggested that they could use a magnet to turn the pump off. Per the patient, the pump had been running with medicine every day for over 4 years. She stated, ¿turning it off comes with its own challenges¿ and ¿being hospitalized over a weekend in an area with a surge of covid might not be a good idea if your patient has cancer and I do¿. Per the patient, this was an extremely dangerous situation with her life at stake and she was wondering how area company representatives were supposed to react/interact with ers.